Manufacturer narrative:
The physical device was not returned. Cloud data tied to the user was downloaded for the period on (B)(6) 2026. Review of the cloud data found no evidence of the system under or overdelivering insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. The total number of pulses delivered tracked by the pod increased correctly at each 5-minute cycle based on all microbolus and bolus insulin deliveries. No evidence of any issues with the automated algorithm was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, since the omnipod 5 application updated a month and a half ago, the patient has been experienced poor glycaemic. The patient noted two occasions the basal rate was not paused which led to low glucose levels (specific values not provided). The exact dates of these events were not specified. Efforts to contact the patient and obtain further information have been undertaken; however, no response has been received to date. This report addresses one of the two reported events. The second event has been submitted separately under (B)(4).